Event description:
A (B)(6) female pt contacted zoll customer support to report that the monitor will not completely power up. It will only show the "lifevest wearable defibrillator" screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not completely power on) has been confirmed. Upon eval, the monitor would not completely power up because of a defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the defective sd card. The pt received a replacement monitor.